Event description:
It was reported that "system error indicated, blue & black cases damaged". No adverse event reported.

Manufacturer narrative:
Reported complaint of system error and blue case damaged were confirmed, but the black case was not damaged. The blue case and system board were replaced. The board passed functional and final testing. The probable cause for the customer reported damaged blue case and system board might be physical damage and/or normal wear and tear (as the unit was manufactured in july 2008, and was 3.5+ years old at the time of the complaint). No adverse event reported.